Event description:
In 2008, the patient called for assistance with adjusting her basal rates. She stated that she began taking prednisone a day prior, and her blood glucose elevated to 200 mg/dl this morning and she bolused 2.0 units of insulin. She stated that at noon her blood glucose measured 300 mg/dl and she bolused 5.0 units of insulin and at 7:30pm her blood glucose measured 509 mg/dl. Her physician advised her to increase her basal rates by 2.0 units per hour. Symptoms of elevated blood glucose were dry mouth, chills, and confusion. Upon follow up about 3 days later, the patient stated that her blood glucose had lowered to 200 mg/dl and he physician advised her to increase her basal rates another 0.3 units per hour. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.